Manufacturer narrative:
The lead was explanted and was replaced with another boston scientific atrial pacing lead of the same model. The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found multiple cuts in the insulation and dried body tissue entwined in the helix. Pressure testing was not able to be performed, and the lead did not pass inner insulation integrity testing due to the damaged insulation. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The cuts in the insulation likely occurred during the explant procedure.

Event description:
--

Event description:
Boston scientific received information that, during an lv lead revision, this atrial pacing lead was found to be dislodged.